Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified lumbar surgery. During surgery, the front portion of obturator was broken. Product came in contact with the patient. Reportedly, the broken fragments were remained inside the patient. The physician sucked out debris with suction, and the surgery time was extend.